Event description:
The bd q-syte device detached from the cair stopcock, resulting in chemotherapy leakage. The customer believed that the tread of the luer lock was too small to allow a secure connection.

Manufacturer narrative:
The actual sample involved in the reported incident is not available for evaluation, however, representative units will be returned. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).